Event description:
Mask falls apart easily. Connections are very flimsy. Have had to replace or repair a number of them. Recently had a pt requiring b.pap support become extremely hypoxemic when their mask fell apart and nursing could not get it back together.